Event description:
Reportable based on device analysis completed on 18-dec-2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.50 x 16 synergy drug eluting stent was advanced into the lesion but failed to cross. The device was removed, and the procedure was completed with a non-boston scientific stent. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 2.50 x 16mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at 26cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.